Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that there was a lead that the surgeon did not feel was working appropriately, so it was replaced. Two intraoperative programming boxes were used and then another lead was used and that lead worked.